Event description:
It was reported that the patient had a micl12.6 implantable collamer lens implanted in right eye on (B) (6)2007. As part of the micl post market study, the patient reported a loss of vision due to the development of a cataract. The surgeon provided the following cataract diagnosis was on (B) (6)2010 for both eyes, peripheral, cortical, anterior, cataract had not progressed and icls remain implanted. Per the md - patient is on multiple systemic medication - some of which may be cataract inducing. Also, high myopic, would expect some early cataract formation as pt ages. See MFR report #2023826-2010-00685 for the other eye.

Manufacturer narrative:
(B) (4): evaluation method (other) - a work order search was performed and there were no similar complaints found. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).

Manufacturer narrative:
Results - (other): medical review - anterior subcapsular cataract is a labeled complication in the implantation of an icl. The possible causes of this condition is determined to be secondary to anterior capsular touch during the surgery, icl touch following inadequate vaulting or excessive manipulation during the learning curve. The surgeon believes that the early cataract changes may be due to the patient's intake of several systemic medications. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. Conclusions - (no device failure): at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a patient is to measure white-to- white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus.